Manufacturer narrative:
One zimmer abutment screw were returned for inspection. The screw shows signs of damage at the drive feature. The abutment is similarly damaged, and is exposed from where the crown was cut. The complaint is not verifiable with the information provided. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: date of this report. Manufacturer. UDI: (B)(4). Device availability. Contact office - name/address. Date received by manufacturer. Follow-up number. Follow up type. Device evaluated by manufacturer: change "no" to "yes". Device manufacture date. Evaluation codes. Additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has not been returned. Cover screw sells together with abutment as a bundle. Additional 510k codes: k013227, k953101.

Event description:
It was reported that abutment screw loosen .patient complained of a loose crown. Clinician removed cutting off the restoration. Patient will return to the office to redo the abutment crown.